Event description:
It was reported through the litigation process that an inferior vena cava filter was deployed successfully via the right internal jugular vein approach in a patient with pelvic fracture. It was further reported that completion venogram had allegedly demonstrated tilting of the filter during deployment. Reportedly, the filter was removed with a snare device and a new filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 07-aug-2024 from MDR data systems team, brianna cole, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. D4: catalog#, lot #, medical device expiration date- although this device information was requested, it was not provided by the complainant; therefore, the UDI is not applicable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, the completion venogram demonstrated tilting of the filter. Therefore, snare device was advanced through the sheath and filter was snared. The new g2x inferior vena cava filter was advanced through the sheath and deployed without incident. The filter was well positioned with no significant tilt. Final inferior vena cavogram through the sheath demonstrated good position of the filter without migration. Therefore, the investigation is confirmed for the alleged positioning failure. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was deployed successfully via the right internal jugular vein approach in a patient with pelvic fracture. It was further reported that completion venogram had allegedly demonstrated tilting of the filter during deployment. Reportedly, the filter was removed with a snare device and a new filter was deployed without incident. There was no reported patient injury.